Event description:
It was reported that the surgeon attempted to insert a 17.5 diopter aa4203tl silicone plate lens and the injector was not working properly. There was no pt incident.

Manufacturer narrative:
The product for this complaint was not returned for evaluation, however, the lens was returned and evaluated. A haptic was torn off from the optic and missing. There was a clear surgical residue on the lens.